Manufacturer narrative:
For trouble shooting, the customer tested five patients and compared the results to the laboratory result. All comparisons were acceptable. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received a questionable glucose result for one patient from accu-chek inform ii meter serial number (B)(4). The initial result was "hi" and the repeat result was 486 mg/dl. On the inform, "hi" indicates a result > 600 mg/dl. The repeat result from another accu-chek inform ii meter was 136 mg/dl and was believed to be accurate.

Manufacturer narrative:
The reporter's meter was returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 44, 43, 43 mg/dl, level 2 ¿ 296, 299, 293 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.